Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, after the proglide device was positioned against the arterial wall the plunger was depressed deploying the needles and capturing the suture. When the plunger was retracted an anterior cuff link was present but no suture was present. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported needle to cuff miss could not be confirmed as the returned device noted both cuffs had been engaged with the needles. Approximately one inch of rail suture end was attached to the returned plunger assembly and showed to have been cut. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.